Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Stryker rep reported that a revision of a broken exeter stem will be performed later today (B)(6) 2018).